Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case and lower case are broken and contaminated. Battery release, side bail covers, battery contacts, and battery drawer are contaminated. (B)(4).

Event description:
It was reported the device was not working as it should. The device was returned for test and calibration. There was no patient involvement indicated.